Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphical user interface (gui) central processing unit (cpu) to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer reported that the ventilator passed all tests. The tse recommended that the customer power cycle the ventilator several times and run it for an additional 24 hours before returning it to service.

Event description:
It was reported that, during patient use in the emergency room (ER), a ventilator was functioning as intended. The patient was transferred to the intensive care unit (ICU), and was disconnected from the ventilator. When arriving in the ICU the staff was unable to reconnect the ventilator with the patient. The patient was then transferred to another ventilator, with no harm reported.